Manufacturer narrative:
G4:07jan2021; b4:12jan2021. The customer evaluated the device with the assistance from product support engineer(pse). The reported problem was confirmed. The customer has decided to repair the device themselves to resolve the reported problem. No repair information was provided. The device successfully passed performance specification testing after the repair was completed and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying boot and low pressure errors. The customer reported there was no patient involvement at the time the issue was discovered.